Event description:
Reportedly, during pt use, a "switched to backup battery" alarm occurred when the ac cable was removed . The pt was manually ventilated and transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, additional pt info was provided.